Event description:
A customer reported a false negative hbsag confirmatory result for a known hbsag reactive patient. False negative results could result in inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the customer was not following manufacturer's instructions for use of the hbsag confirmatory kit. The sample should have been retested following the manufacturer's recommended dilution protocol. The root cause of this event is user error.